Event description:
It was reported that a patient experienced a hernia in the left groin coincident with automated peritoneal dialysis (apd) therapy. Two days after the receipt of this report, the patient was admitted to the hospital and underwent surgery for hernia repair. The patient was discharged from the hospital one day after the repair. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The pt was diagnosed with left groin hernia on an unreported date in (B)(6) 2013. The device was not returned for evaluation. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and there were no deviations found related to this reported condition during the servicing of this device. Should additional relevant information become available, a supplemental report will be submitted.